Event description:
To whom it may concern: I would like to file a case about the product model/series number: (B)(6) premium transfer bench from the (B)(4). Color: white date purchased: (B)(6)2010. This is a plastic bench, made by moen, for the bath or shower, for people with limited movements, so they can go in and out of the bathtub or shower, and sit there safely. I received the bench by mail, and put it together with screws. The bench has holes to adjust the hight of the legs, but the legs already came assembled from manufacturer. The bench was perfectly put together to use. It is supposed to be for people up to 400 pounds. I weight (B)(6) pounds. But when I took a bath sitting under the shower the bench threw me to the floor. The legs change the height by themselves and the bench becomes uneven. I was on the floor for 45 mins struggling to stand up, because I have problems with my legs that were cut after a car accident when I was (B)(6) old. I had bruises all over from the fall. Because I did not break any bone and did not take pictures of the bruises or the fall (I was only thinking how to ease the pain I was in) moen does not want to recognize their fault in this horrible fall they caused me. Instead, they want to make all evidence disappear, and they want me to send them the bench back. I would like to send the FDA the bench so they can see how this bench is a risk to the persons who use it. I already had my legs broken, that is why I purchased the bench, to be safe and not break them again. But I got all the contrary. I fell, I was hurt and bruised and I could have broken all my bones again.